Event description:
It was reported that the procedure was to treat a heavily tortuous and 99% stenosed mid right coronary artery. A 2.75 x 15 mm rx xience v stent delivery system could not cross the lesion and was difficult to remove from the anatomy. A 2.75 x 15 mm trek was advanced and pressurized; however, it caused a dissection. Two 2.75 x 23 mm xience v were used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of vessel dissection and coronary artery spasm are also listed as a known adverse events in the rx trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.